Event description:
Information received from the field notes that during implant, noise was seen on the atrial channel. The device mode switched when placed in the pocket. The ECG showed that auto mode switch (ams) markers remained when the ams feature was turned off. The patient's escape rate was 55 bpm.